Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image abnormalities recognized, abnormal noise heard when forceps lever operated, foreign object (dirt) on forceps base, scratches on tip cover, foreign matter (dirt) found on the tip body, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, curved pipe damaged, scratches on insertion tube, scratches found on the operation part, dirt on operation part that is difficult to remove, curved rubber adhesive missing, discoloration of the lighting lens adhesion, scratches found on switch box, water coverage observed on the electrical connector, scratches found on universal cord, scratches on the scope connector side of the universal cord, and scratches found on the scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera duodenovideoscope exhibiting poor image color, and image noise at start up. Upon inspection and testing of the customer returned device, foreign material was found on the scope forceps base. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, although the foreign material on the forceps elevator is suspected to be blood, it could not be confirmed. The likely cause is that a small amount of the remaining foreign material exacerbated the condition to a defective level. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.